Manufacturer narrative:
Concomitant medical products and therapy dates: model: 3189, scs lead, therapy date: unknown. Investigation results will be provided in the final report.

Event description:
Device 2 of 2: reference MFR. Report#: 1627487-2019-02742. It was reported the patient has been receiving inadequate coverage due to receiving stimulation in an unintended area. The patient's leads were confirmed to have migrated via x-rays. Reprogramming was attempted but was unable to provide needed therapy. As a result, the patient plans to undergo surgical intervention to address the issue.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2019-02742. Upon further review, it was determined the patient's leads were for off-label use. Also, follow-up revealed the patient's leads were repositioned via surgical intervention on (B)(6) 2019. Anchors were also implanted for accommodation. Surgical intervention addressed the patient's issue.